Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: pump was on patient. Symptom - helium loss #2 alarms. Findings/action taken: a slow leak was found. The pneumatic control system was replaced. Ran function check. Also found nut that secures front panel and input module ground missing; it was replaced.